Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set and reservoir had air bubbles and noticed by customer during therapy. The customer¿s blood glucose was unknown. Customer was assisted with troubleshooting. Customer states they did not allow insulin to warm to room temperature prior to filling reservoir. The device will not be returned for analysis.